Event description:
It was reported that foreign matter occurred before use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "found some syringes with a "blood like" substance in the syringes."

Manufacturer narrative:
Investigation: one 3ml integra syringe with needle was received in an opened blister pack from batch 7208642 (p/n (B)(4)) was received and evaluated. It was observed there was visible red fluid droplets present inside the syringe. The needle appeared to be clogged due to the difficult plunger rod movement. The retraction mechanism was not activated but it was unclear if the syringe had been manipulated. Therefore, the defect is not confirmed and an unopened sample with the reported defect is required for a more thorough investigation. Ftir analysis was completed on the red droplets of material observed in the barrel of the syringe in an open blister pack. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "found some syringes with a "blood like" substance in the syringes."